Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported through the japanese tavi registry reporting system, during a transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, while the sapien 3 valve was crossing the native aortic valve, resistance was encountered due to calcification of the aortic valve, descending aorta and annulus. Thus, the physician pushed the delivery system harder. No damages were noted on the delivery system. On postoperative day (pod) seven (7), acute aortic dissection (stanford type b) developed. Conservative treatment was initiated. On pod-21, the patient was transferred to the department of cardiovascular surgery to close the entry tear. On pod-22, thoracic endovascular aortic repair (tevar) was performed, and the outcome of the event was "resolving". Per medical opinion, the cause of acute aortic dissection could be that the physician pushed the delivery system harder while the valve was crossing the native aortic valve. Per medical opinion, the causal relationship of edwards device to this serious event was "unrelated" and the causal relationship of tavr procedure was "related".

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned. An imaging evaluation was performed on the 3mensio provided and the following observations were made: calcifications present in patient's native valve. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as the complaint device and /or applicable imagery were not returned. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. The complaint description reports, "while the sapien 3 valve was crossing the native aortic valve, resistance was encountered. Thus, the physician pushed the delivery system harder." Additionally reported, "the cause of resistance during the valve crossing the native valve was calcification." The provided imagery revealed calcification was present in the patient's native annulus. The presence of calcification cause interaction between the advancing delivery system with transcatheter heart valve (thv) and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. A definitive root cause was unable to be determined at this time. However, available information suggests patient (calcification) contributed to the reported event. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.